Manufacturer narrative:
(B)(4). Date of initial report: 05/19/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colon case, the device jaws could not be re-opened. The jaws were not applied to tissue when this occurred and there was no patient injury. Another device of the same type was opened and used to successfully complete the case.